Manufacturer narrative:
Additional information: a y connector was connected to the luer when the leak occurred. Product analysis: the device was returned for evaluation. A kink was evident to the mid-catheter shaft. The device was successfully flushed with no evidence of a leak. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one 7f launcher guide catheter was found to have a leak at the luer. A small volume of blood leaked. The device had entered the patients vasculature. There was no damage noted at the leak site. Another device was connected to the luer when the leak occurred. There were no issues noted when connecting another device to the launcher. The leak was noted during preparation of the device and advancing the device inside the introducer. The lesion being treated was moderately tortuous, mildly calcified, with chronic total occlusion of 100% in the ostium of the left main (lm) coronary artery. The device was inspected prior to use with no issues noted. The device was prepped as per the IFU with no issues noted. There was no resistance noted when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.